Event description:
The customer reported that six hook and loop fasteners were detaching from the back of the jacket. There was no pt injury reported.

Manufacturer narrative:
The customer did not return the product for eval. The lot number was not provided. Therefore, no further investigation could be performed. MFR ref#: (B)(4).